Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory and it was also noted that the date and time was incorrectly set in the meter. This is a final report.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that an infusor pump runs for a short period of time and then goes to attention. The lights come on and will not purge. The event occurred during biomedical testing in surgery area. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
A customer reported getting a reading of 195 mg/dl that was higher than he felt and self-dosing with 14 units of humalog, which resulted in a hypoglycemic episode with loss of consciousness. The paramedics were called and treated him with unspecified IV fluids and put him on a breathing tube. The customer was further transported to a local hospital where he was diagnosed with hypoglycemia and kept on IV drip until his blood glucose level was stabilized. In addition, the customer reportedly self-treated with his oral diabetic medication and orange juice to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.